Event description:
The affiliate reported that during the csf drainage, the line became disconnected at the inferior level of the sampling site and there was a csf leak. The line was reconnected urgently then a new system was placed. Additional information from the affiliate stated that an external drainage system 82-1731 with catheter 82-1706 was placed in the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the eds iii was visually inspected and confirmed that the tubing has come away from the needless port. Glue traces were noted on the needless port and the tubing. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause of the problem reported by the customer could not be determined. Trends were monitored and a CAPA -(B)(4) was opened. The (B)(4)has been implemented and additional actions are in process. At the present time this complaint is considered closed.

Event description:
The affiliate reported: during the csf drainage, the line got disconnected at the inferior level of the sampling site. There was a csf leak. The line was reconnected urgently. Then a new system has been placed. The device is available for evaluation. The incident has been reported to the (B)(4). 12/20 affiliate received additional information, we have received further details concerning the incident (B)(4): on (B)(6) 2013, an external drainage system , ref :(B)(4), was placed on a patient., with a a catheter ref :(B)(4). On (B)(6), during cfs drainage, the line get disconnected. A new drainage system was placed on (B)(6) 2013, lot no: cpkbrw.

Manufacturer narrative:
Please be advised that we do not use therapy dates, as a result today's date was used.